Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three weeks ago. The thoracic aortic neck is short measuring 23 mm in length on the outer curve and 20 mm on the inner curve. The length of the aneurysm is 90mm. Two valiant thoracic stent grafts were implanted and touch-up was done with a reliant balloon. There was a proximal type I endoleak noted. Another balloon touch-up was performed which reduced the amount of endoleak; however, the endoleak did not completely resolve. It was reported that the when the stent graft was deployed the graft adhered more to the outer curve and less sealing in the inner curve resulting in the proximal type I endoleak. No intervention was performed and the endoleak was found to have resolved one week ago. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (short landing zone). Conclusion: device failure/lack of effectiveness related to patient condition (short landing zone).